Manufacturer narrative:
The customer report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and full functionality testing without duplicating any malfunction to the device. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. The customer has been advised to discard the multi-function cable used and a replacement cable was also returned with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.